Event description:
The explanted device was received for investigation without any further information.the recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition a damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. This is a combined initial and final report.